Event description:
Numerous complaints have been received from this customer over a period of 5 months. All had been related to erratic results and poor comparisons to other blood glucose systems. The customer on the phone was abusive and argumentative when trying to gather info. In any case, the customer stated that their elite system was consistently reading 10 to 15 mg/dl higher than other meters. They explained that on a number of occasions had to call the paramedics because of these higher readings. They stated that they passed out and was taken to 8 emergency rooms by the paramedics. While on the phone an attempt was made to review the system including the reagant for evaluation. In the meantime, a replacement unit was provided.